Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to diaphragmatic myopotential oversensing resulting in pacing inhibition were observed. No programming changes were made. The device remains implanted.